Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: matrix orthognatic plates and screws were used during the procedure. During surgery, a split fix plate was used from the splitfix plate 2.0, short, l 33mm. Surgeon did not use the screws that were contained within the set, rather surgeon utilized screws from a matrix orthognatic set. As a result, the plate was found to be not secure when an x-ray was done. It was seen that the plate had misplaced as the screws initially used were too small for the plate that was implanted. Patient reportedly needed revision surgery to place the correct screws in the plate. Complaint involves one (1) splitfix plate and an unknown quality of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown. Report is for an unknown quality of unknown screws. (B)(4) utilized as patient required medical/surgical intervention to preclude permanent damage to a body structure by the incorrect screws being used. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.